Event description:
It was reported that the gastrointestinal videoscope exhibited the accessory gets stuck in the instrument channel when inserted. The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.